Event description:
A 6f angio-seal vip device was used for vascular closure of a right femoral arteriotomy. Under the guidance of an ultrasound technique, an antegrade vascular access was obtained and the angio-seal deployment was completed without any problem. The patient received 3,000 units of IV heparin during the procedure. Patient's pedal pulses were recorded to be 3+ pre- and post- procedure, and the patient was discharged home in a stable condition. However, later during that day, the patient was admitted to the hospital with bleeding from the puncture site. Patient was treated with a thrombin injection, 2 units of blood products and an ultrasound guided compression of the bleed. The patient was discharged home in a stable condition after receiving medical treatment.